Manufacturer narrative:
Correction: h5 previously stated "no" the correct response is "yes" manufacturers narrative: visual examination of returned used device hps-hb13, qty of two (2) found that the spherical bur tip separated from the inner tube assembly. Neither of the two bur tips were returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 3 complaints regarding 4 devices for this device family and failure mode. During the same time frame 9,151 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0004 per the instructions for use, the user is advised the following; - always inspect for bent, dull or damaged blades or burs before each use. - do not attempt to straighten or sharpen. - do not use if damaged. - do not apply excessive loading on the shaver blade or bur. - cutting performance is not increased with force. - excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product is expected to be returned and the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation and device evaluation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that 2 of the hps-hb13, 6.0mm hps prebent oval bur, broke during a bilateral hip arthroscopy on (B)(6) 2019. Both of the burs broke at the tip of the bur, the tips were retrieved each time, one on the left side and 1 on the right side. The first side there was a 5-minute delay and an alternate device was used. The second side there was a 15-minute delay and the procedure was completed using another device. There was no reported patient injury or impact. The procedures were completed as planned. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.